Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 450 (mg/dl). The customer delivered a correction via manual injection. Reportedly, the customer has a backup pump available as alternate insulin therapy. Additionally, it was reported that the customer had over corrected for their carbohydrate intake and subsequently experienced a bg of 44 mg/dl. The customer consumed carbohydrates to stabilize bg level. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Manufacturer narrative:
The investigation has been completed and the alleged malfunction alarm was verified; however, the reported bolus delivery could not verified.